Event description:
It was reported to medtronic neurosurgery that the patient developed slit ventricles, so the shunt was explanted.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.